Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician could not enter the stylet into the lead. A different stylet was used but the same problem occurred. The lead was explanted and the procedure was completed with a replacement. No patient complications have been reported as a result of this event.